Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. The patient experienced cardiac arrest that was found expired, on the floor, at his home on the same day. A copy of the death certificate has been requested from the state. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident. Death and cardiac arrest is a known adverse event associated with coronary stenting as noted in the rx xience v IFU. These known patient effects are not necessarily an indication of a product quality issue. There does not appear to be any indications of a stent delivery system quality problem as there was no reported device malfunction during the index procedure. A conclusive root cause for the reported patient issues and the relationship to the device, if any, cannot be determined.